Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the blood glucose had been high that did not come down until after six hours of being treated with manual injections. The customer was told to go to the hospital because in the insulin pump did not give insulin. The customer was unsure of why the blood glucose ran so high. The customer declined to speak with helpline regarding this issue.